Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Additionally, it was reported that the customer went to the emergency room (ER) on (B)(6) 2023 with a blood glucose (bg) level was displayed as high. Cause of the high bg was pump screen shattered. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin delivery.